Event description:
It was reported that during a stenting treatment procedure a stent dislodgment occurred. The 90% stenosed lesion being treated was located in the calcified and mildly tortuous right coronary artery. The physician pre-dilated the lesion with an unspecified balloon. Then using a little force advanced the 32mm x 3.00mm ion stent delivery system to the target lesion. The stent dislodged from the balloon. The stent was backed into an unspecified guide catheter and successfully removed from the patient. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was a blood like substance in the wire lumen. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was positioned and secured to the balloon in manufacturing. The stent was detached from the sds. There were flared, bent, and flattened struts on several rows of the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a stent dislodgment occurred. The 90% stenosed lesion being treated was located in the calcified and mildly tortuous right coronary artery. The physician pre-dilated the lesion with an unspecified balloon. Then using a little force advanced the 32mm x 3.00mm ion stent delivery system to the target lesion. The stent dislodged from the balloon. The stent was backed into an unspecified guide catheter and successfully removed from the patient. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)